Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient felt pain in the pocket due to the device. The pocket was revised and the device was explanted and replaced. No patient complications have been reported as a result of this event.